Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-jan-2023. H6: investigation summary; customer returned a total of (57) 0.3ml syringes. 30 of the syringes were inspected visually and mechanically tested. 28 of the syringes were found to have their black stoppers dragging on the inside of the syringe barrels. The amount of resistance experienced when moving the stoppers through the barrels was higher than intended and could vary from one point in the barrel to another. However, all syringes were capable of drawing and expelling water. No leaks were observed. Due to the batch being unknown, no DHR review can be completed. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of syringes being difficult to operate. A definitive root cause cannot be determined. H3 other text : see h10.

Event description:
It was reported by the customer that the bd insulin syringe with the bd ultra-fine¿ needle broke and leaked. The following information was provided by the initial reporter: this lot of bd syringes is defective as the rubber stopper caves in on itself. They cause the pushing to be much harder and possibly leaking. If we could replace the lot that would be great.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Due to the batch being unknown, no DHR review can be completed. As no samples and/or photo(s) were received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h10.

Event description:
It was reported by the customer that the bd insulin syringe with the bd ultra-fine¿ needle broke and leaked. The following information was provided by the initial reporter: this lot of bd syringes is defective as the rubber stopper caves in on itself. They cause the pushing to be much harder and possibly leaking. If we could replace the lot that would be great.

Event description:
It was reported by the customer that the bd insulin syringe with the bd ultra-fine¿ needle broke and leaked. The following information was provided by the initial reporter: this lot of bd syringes is defective as the rubber stopper caves in on itself. They cause the pushing to be much harder and possibly leaking. If we could replace the lot that would be great.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.